Manufacturer narrative:
The manufacturer previously reported information in refence to the voluntary field safety notice/recall notification related to the sound abatement foam used in certain CPAP, bipap, and mechanical ventilator devices. The patient reported experiencing chest pain, coughing up phlegm, and episodes of stopped breathing. Additionally. The patient reported consulting his doctor. This case was reassessed on (B)(6) 2025 and determined to be non-reportable case. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Event description:
The manufacturer was contacted regarding the voluntary field safety notice/recall notification related to the sound abatement foam used in certain CPAP, bipap, and mechanical ventilator devices. The patient reported experiencing chest pain, coughing up phlegm, and episodes of stopped breathing. Additionally. The patient reported consulting his doctor. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.